Event description:
It was reported that during a breast biopsy the probe cutter locked up. The system was reinitialized but the error codes persisted. Four samples were retrieved and the physician stopped the case with no pt consequence reported.